Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that compared stone fragmentation (auriga xl) versus stone dusting modality for patients who went through laser ureteroscope lithotripsy (ursl) for ureteral stones between (B)(6) 2018 and (B)(6) 2020 at (B)(6) hospital. The retrospective study included a total of 421 patients that were analyzed, 271 received dusting laser usrl and 150 received fragmentation usrl. The mean age for the dusting group was 54.1 years, and the mean age for the fragmentation group was 53.95 years old. The patients were assessed 1 month post operation and had a computerized tomography (CT) performed to assess the results of the procedure. Following the procedure, there were 3 cases of bleeding or oozing during the operation, one case of postoperative prostatitis, one case of leg dropping from the lithotomy position and four cases of postoperative ureteral strictures. The three patients with intraoperative bleeding or oozing had a prolonged operation time for a hemostasis procedure. The patient with postoperative prostatitis was diagnosed by a CT image, was admitted to the hospital 5 days post ursl procedure and was given intravenous antibiotics for 10 days. The patient with the leg drop received fluoroscopic imaging and there was no identified fracture or dislocation. One of the four patients with ureteral stricture underwent laser urethrotomy for treatment while the other 3 did not need further treatment.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this device and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Bo-han chen, tsu-feng lin, chih-chun tsai, marcelo chen and allen w. Chiu. Comparison of fragmentation and dusting modality using holmium yag laser during ureteroscopy for the treatment of ureteral stone: a single-centers experience. Journal of clinical medicine published online july 17, 2023. Https://doi.org/103.3390/jcm11144155.

Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that compared stone fragmentation (auriga xl) versus stone dusting modality for patients who went through laser ureteroscope lithotripsy (ursl) for ureteral stones between september 2018 and june 2020 at (B)(6) hospital. The retrospective study included a total of 421 patients that were analyzed, 271 received dusting laser usrl and 150 received fragmentation usrl. The mean age for the dusting group was 54.1 years, and the mean age for the fragmentation group was 53.95 years old. The patients were assessed 1 month post operation and had a computerized tomography (CT) performed to assess the results of the procedure. Following the procedure, there were 3 cases of bleeding or oozing during the operation, one case of postoperative prostatitis, one case of leg dropping from the lithotomy position and four cases of postoperative ureteral strictures. The three patients with intraoperative bleeding or oozing had a prolonged operation time for a hemostasis procedure. The patient with postoperative prostatitis was diagnosed by a CT image, was admitted to the hospital 5 days post ursl procedure and was given intravenous antibiotics for 10 days. The patient with the leg drop received fluoroscopic imaging and there was no identified fracture or dislocation. One of the four patients with ureteral stricture underwent laser urethrotomy for treatment while the other 3 did not need further treatment.

Manufacturer narrative:
Bo-han chen, tsu-feng lin, chih-chun tsai, marcelo chen and allen w. Chiu. Comparison of fragmentation and dusting modality using holmium yag laser during ureteroscopy for the treatment of ureteral stone: a single-centers experience. Journal of clinical medicine published online july 17, 2023. Https://doi.org/103.3390/jcm11144155.